Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the doctor did not want to return the explanted extensions. They were discarded. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, lot/serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 3708140, lot/serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 3778-45, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-06-13. It was reported they were doing an ins replacement and planned to replace extensions due to impedance issue. The representative inquired about setting up lead configuration on tablet to run intra-op impedance check after they change out the extensions. It was suggested testing lead only if possible (prior to replacing extensions) to see if they can narrow down where impedance issue is prior to replacing product. Additional information reported the ins and both extensions were replaced, and this resolved the high impedance issues. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant product(s): product ID :3708140, serial# (B)(4), implanted: 2(B)(6) 010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for spinal pain. It was reported that patients ins, when interrogated shows high impedances on one of the leads. The issue could be largely due to the fact that the patient fell down. Unable at the time to determine if the issue is the leads or the extensions. When rep met with the patient, rep tried programming around his current setting but wasn't able to do so. After conducting an impedance check and discussing the finding with the patient, patient decided to tell the rep about the fall. No interventions were taken at the time. Per the pa, the doctor was going to review the patients last CT scans and if inconclusive, would order an MRI of the leads. No symptoms were reported and no further complications were reported/anticipated.